Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a program execution error code was found in the ventilator's downloaded error log and found pin#1 of p8 connector of the main board had a burnout. The device's main board was replaced to address the issue. Additionally, the six pin harness was also replaced due to service center finding the six pin harness to connect to heated humidifier had a burnout, which was not related to the malfunction/issue.